Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted concurrently with tvh.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and ams monarch subfascial hammock were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent rectocele.

Manufacturer narrative:
Date sent to the FDA: 11/23/2015. It was reported that following insertion the patient experienced dyspareunia. It was reported that patient underwent excision of eroded vaginal mesh, rectocele repair, cystoscopy on (B)(6) 2005 due to mesh erosion. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.